Event description:
It was reported by the patient's parent that the patient had a cyst on the top of their left shoulder. It was reported that the cyst was slow growing and not alarming but needed to be removed. It was reported that the patient was to have their cyst removed as the patient could not tolerate local (anesthesia) "with that many stitches." The device history records were reviewed and the device was sterilized prior to distribution and passed functional specifications and quality tests. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.